Event description:
It was reported that hair-like particles were observed inside of an lv 10 infusor. This occurred after filling. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot number 13b049 was manufactured february 14, 2013 - february 15, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.